Manufacturer narrative:
This complaint was unable to be confirmed; a good faith effort was made to obtain information from the reporter (distributor), but no additional information could be obtained. It is possible if this event did in fact occur, it may not have been reportable. However, a conservative approach will be followed and this event is being reported as an adverse event.

Event description:
Single barrel drill guide barrel broke off shaft. One flange at tip of instrument is broken off.